Manufacturer narrative:
No lot number was identified with this complaint; however, a review of the device history records traceable to the lot number obtained from the customer returned device¿s radio frequency identification device (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with a tip protector, along with the tip of the probe in a bubble bag, for the report of unable to take out of trocar, tip detached in eye. The returned sample was visually inspected and found non-conforming with the probe needle broken at the port and the needle bent. Functional testing could not be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The complaint evaluation confirmed that the probe had a broken tip at the port and also indicated that the probe had a bent needle. A functional fit test was unable to be performed due to the visual condition of the probe, however, the broken tip and bent needle would have caused interference that would have led to the reported fit issue. The exact root cause for the broken tip and bent needle cannot be determined from this evaluation. The most likely contributing factor to the broken tip at the port, as well as the bent needle, is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip of the cutter was found missing when the cutter was inserted in the eye again after manually pulled out of the trocar outside the eye, both of which were removed from the eye because the cutter got stuck in the trocar during surgery. The cutter appeared to have been damaged when removed from the eye while nothing was left there. The damaged part could drop onto the corner of the eye during the reinsertion process. It was confirmed to be sure that none of the debris was left in the eye but it is not 100% sure to say nothing was left there. The surgery was completed after replacing the product with another one. There was not patient harm.